Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the cordless driver high speed bur attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event for heat was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. Corrosion was found inside the device. The attachment is not a repairable device and will not be returned to the user facility.